Manufacturer narrative:
The ge representative performed an on site investigation. The image processor circuit board and the video controller circuit board were both replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up properly and intermittently would shut down. No report of injury.